Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, broken belt clip slot and cracked battery tube threads.

Event description:
Customer's mother reported via phone call damage on the insulin pump. Troubleshooting for cosmetic damage was performed. Customer's mother advised the display screen was smashed while the patient was slammed into the wall playing hockey. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.